Event description:
A woman with history of nonischemic cardiomyopathy had placement of a biventricular ICD and on the following day, the coronary sinus lead was noted to have fallen back into the right ventricle requiring revision.